Manufacturer narrative:
Follow-up received on 25-feb-2016 follow-up attempts have been completed with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had ectopic preg (interpreted as ectopic pregnancy), pid (interpreted as pelvic inflammatory disease) and heavy clots /bleeding (interpreted as genital bleeding). These events are serious due to medical significance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Theferore, causality between ectopic preg and essure cannot be excluded. Regarding event pid, while essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic inflammatory disease in the first 4 weeks after insertion. In the present case, no information suggesting this close temporal relationship with the insertion procedure was mentioned. Therefore, causality between pid and essure was assessed as unrelated. After essure insertion genital bleeding and menses pattern changes may occur. Given the nature of the event heavy clots /bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a serious injury (ectopic pregnancy) was reported. Based on the available information no product quality defect was confirmed. Despite follow up attempts, no further information (pregnancy questionnaire) was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 29-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had ectopic preg (interpreted as ectopic pregnancy), pid (interpreted as pelvic inflammatory disease) and heavy clots /bleeding (interpreted as genital bleeding). These events are serious due to medical significance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Theferore, causality between ectopic preg and essure cannot be excluded. Regarding event pid, while essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic inflammatory disease in the first 4 weeks after insertion. In the present case, no information suggesting this close temporal relationship with the insertion procedure was mentioned. Therefore, causality between pid and essure was assessed as unrelated. After essure insertion genital bleeding and menses pattern changes may occur. Given the nature of the event heavy clots /bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a serious injury (ectopic pregnancy) was reported. Based on the available information no product quality defect was confirmed. Further information is expected.

Event description:
This is a spontaneous case report received from a nurse in united states on 11-nov-2015 . It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. On (B)(6) 2015 she went for a office visit and presented a list of adverse events she had experienced since her essure placement. She complained of headaches, migraines, severe bloating, metallic taste in mouth, heartburn, bowel problems, brain fog, memory loss, anxiety, mood swings, depression, anemia, iron problems, bp (blood pressure) high, chronic fatigue, hives, rashes, acne, hair loss, dental issues, weight gain, heavy clots and bleeding, cramps, sharp stabbing pains, ovarian cysts, constant spotting, ectopic preg (interpreted as ectopic pregnancy), bacterial vaginosis, pid (pelvic inflammatory disease), uterine inflammation, night sweats, loss of sex, hot flashes, painful sex, long periods, bleeding between periods, urgent and frequent peeing, chest pain, back pain, pelvic pain, gas and constipation. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had ectopic preg (interpreted as ectopic pregnancy), pid (interpreted as pelvic inflammatory disease) and heavy clots /bleeding (interpreted as genital bleeding). These events are serious due to medical significance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, causality between ectopic preg and essure cannot be excluded. Regarding event pid, while essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic inflammatory disease in the first 4 weeks after insertion. In the present case, no information suggesting this close temporal relationship with the insertion procedure was mentioned. Therefore, causality between pid and essure was assessed as unrelated. After essure insertion genital bleeding and menses pattern changes may occur. Given the nature of the event heavy clots /bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a serious injury (ectopic pregnancy) was reported. A product technical analysis and further information are expected.